Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing on multiple cartridges was discolored. Reportedly, the cartridge tubing became discolored on the third day of use and would turn dark brown. There was no impact to blood glucose. Reportedly, the supplies were changed to address the event.